Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. This issue was discussed in great detail with (B)(4). It is concluded that the reported event most likely can be attributed to patient anatomy related and or patellae clunk. This syndrome has been well described with posterior-stabilized knees because the patella and the buildup of soft tissue impinges in the box when the knee is coming from flexed position to an extended position. This impingement often results in an overgrowth of a fibrous nodule on the superior aspect of the patellar component. This nodule catches inside the intercondylar notch of the ps cam box causing painful catching or locking of the knee anywhere from 30 - 80 of flexion. This will accurse anywhere from 5-12 months after original surgery. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt underwent arthroscopy to address range of motion issues relating to the design of the implant.